Manufacturer narrative:
Product complaint (B)(4) h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What size is the needle-piece retained? What tissue structure was being sutured when the needle tip broke? Is there any plan in place to remove the needle piece in the future? Were there any patient consequences? Is the device available for return? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a wound closure for joint replacement procedure in 2024 and suture was used. During the procedure, t, the needle tip broke off in patients soft tissue, no successful recovery of tip. Suture removed and kept. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: what size is the needle-piece retained? Less than 1mm. What tissue structure was being sutured when the needle tip broke? Subcutaneous. Is there any plan in place to remove the needle piece in the future? No. Were there any patient consequences? Not at this time. Is the device available for return? No it was retained for a month and disposed of yesterday. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) myself. Please also provide us with an update with regards to the product return. Have you already returned the product for analysis? (If yes, please confirm the date shipped and the courier tracking number) if the hospital has not or will not release the product until a future date please confirm this and what the future date is. If the product is no longer available please advise. No longer available due to time lapse between reporting and being contacted.